Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ht70 plus ventilator has been tested with different circulations and filters but it can not pass circuit verification. The touch screen works badly, when it is turned on it takes a while and once it is turned on the screen does not look normal. In addition, the flow sensor connector is broken. There was no patient involvement.